Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation. The irritation was described as broken skin under the patch. There was no alleged device malfunction contributing to the irritation. The patient applied neosporin to the area. Outcome of the rash is unknown.